Event description:
Customer reports the following: "reported to biomed pump problem alarm, biomed also saw failures in log, no patient harm." Preliminary evaluation of the pump logs indicate that the primary failed to close after the initial fill upon entry to low flow. The pump entered a fail stop state during an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.